Manufacturer narrative:
In the case description, the user mentioned that their pdm screen was white and blotchy and when they removed the back cover they noticed the surface was wet and oily. Removal of the back cover of the pdm found an unknown substance on the underside of the back cover and on the pdm around the camera and on the side with the buttons. The secondary cover was noted to be cracked near one of the screws. Inspection of the battery found no damages or defects that would result in the observed substance. The substance was not observed inside the battery compartment. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. During charging, it was noted that the pdm screen was distorted and unreadable. The pdm was able to turn on, however the device could not be unlocked and accessed due to the unreadable screen. No damages were noted on the lcd screen that would cause the distortions. The exact cause of the defective lcd display could not be determined. Inspection of the internal components found no damages or defects that would result in the unknown substance. The exact cause of the substance could not be determined, however it could be concluded that the substance did not come from the pdm or pdm battery.

Manufacturer narrative:
The device has been returned/received to date and is pending an investigation. We are unable to confirm the reported the reported leaking. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient, when they removed the cover to obtain the serial number, that "the pdm seemed oily or wet. The patient was unsure, if it was leaking from the battery housing."